Event description:
It was reported by service report that the fowler was jerking when going down. The customer could not determine whether there was pt involvement; however, no adverse consequences are reported.